Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-03365. It was reported that patient had both of their ipgs replaced due to the ipg reaching end of life.

Manufacturer narrative:
Event date is estimated.